Event description:
It was reported that during the follow up in clinic, loss of capture and undersensing were noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.